Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to a wound dehiscence at the implant site leading to an extrusion of the device through the skin. Reportedly the issue was caused by the recipient's glasses, which pushed directly on the fresh scar. No information available points to the implant being the source of the reported issue. Further the implant housing was found dislocated from its intended position at explantation and the electrode array migrated out of cochlea. This is a final report.

Event description:
The user's surgical scar behind his ear is open and there is an abscess. Reportedly, the glasses temples is pushing directly onto the scar leading to the wund dehiscence. The device has been explanted. As per the explant report form the device hosing was found dislocated and the electrode array was found to be extra-cochlea.

Event description:
The user's surgical scar behind his ear is open. Reportedly, the glasses temples is pushing directly onto the scar. The device has been explanted. As per the explant report form the device hosing was found dislocated and the electrode array was found to be extra-cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.